Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the codman perforator (ID 261221) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld". The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.

Event description:
A physician reported a codman perforator (ID 261221) disassembled when making the fourth burr hole. All the parts were recovered. The procedure was completed with a replacement product available. The drill used is medtronic. According to information provided, it is unknown if x-ray was taken to assure no parts were left. It is also unknown if the perforator clicked in place in the drill and if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.